Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit displayed an error code. It was unk which error code was displayed.